Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Asr revision reported via sales rep, asr xl, right. Surgeon said patient had right hip pain. He had total hip surgery in 2009. Surgeon said patient had increased ion levels in blood. Right hip had metallosis but no loosening. We replaced asr cup and head. I don't have a signed baa so no further information is available to me. No alert date on der. Alert date within complaint has been recorded as 5 business days retroactive from received date to allow for immediate follow up with rep. Confirmation received that the dor is (B)(6) 2014.